Event description:
The stapler used during a small bowel resection surgery by physician would not allow staple reload to click on and would not close jaws. When device finally did, another stapler had been put in use.